Manufacturer narrative:
This event occurred in (B)(6). Occupation: the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 4.2 inr. At an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value over 7 inr. The patient was in the hospital before a planned operation. As a consequence of the event, the patient's operation was postponed. The patient was hospitalized for several days and received serum transfusion and antibiotics. No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286324) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.